Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation. Waterproof failure due to the pinhole at channel tube was noted. The aspiration quantity was out of standards due to the dented channel tube. Angulation in the up direction was out of standards due to the worn angle-wire. Scope connector was corroded. Scope connector cover unit was dirty. Distal end was worn out. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The field service engineer on behalf of the customer reported, the bronchovideoscope displayed a noisy image. The issue was found during preparation for use for a diagnostic procedure. The procedure was completed with a similar device. There was no delay in procedure. The device was returned and an evaluation revealed, coating on the connecting tube was peeled off (over one (1) millimeter square (mm2)). This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, peeling of the coating on the insertion site was detected. The root cause of the coating peeling could not be determined, however, the likely cause is physical stress/chemical stress/storage environment, etc. The event can be detected by following the instructions for use which state: ¿·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities¿. The event can be prevented by following the instructions for use which state: ¿·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient". "·reprocesing manual_ general policy precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found". "·storage and disposal warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk¿. Olympus will continue to monitor field performance for this device.